Event description:
It was reported that patient lost therapy approximately around 01 march. Company manufacturer was unable to connect with external devices and ipg was deemed inoperable. No further plan of action at this time.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.